Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system could not exposure. Upon functional testing, the fse found that the image cannot be stored in image processing pc (ippc) and fd10 image disk was full. To resolve the reported issue, the fse performed the patient images backup and recreated the patient database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported. A philips remote service engineer (rse) spoke with the customer and confirmed the device was unable to expose and store images due to the image disk being full. The rse had the customer recreate the patient database and the device was returned to expected functionality.